Event description:
Phlebotomist was drawing an arterial blood gas on patient. She was going to activate the safety on the needle, but the safety completely snapped off. The needle sliced through glove and sliced phlebotomist's left thumb.